Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer reported that the alarms occur immediately after insertion or after a day of wear. Customer reported that the no delivery alarms are generally resolved by a set change. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.